Event description:
It was reported that bd maxzero needleless connector had loose connection the following information was received by the initial reporter with the verbatim: clinician experienced: device failure: difficult to maintain perfusion. - the connection must be tightened very tightly to control the valve. -no interruption of therapy.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.